Event description:
The customer reported that the balloon would not deflate. It was only placed less than 2 hours before the attempted removal. Additional information received from the initial reporter stated that the pa finally placed a guidewire into the balloon channel and deflated it therefore no invasive procedure needed to deflate the balloon.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not returned for evaluation. Since the sample was not returned, an analysis of the device could not be conducted therefore the reported issue was unable to be confirmed. This complaint will be reopened and further investigated if a sample is received at a later date.